Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient had a broken lead. This right ventricular (rv) lead was not successfully implanted and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient had a broken lead. This right ventricular (rv) lead was not successfully implanted and was never in service. No adverse patient effects were reported.